Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had discomfort at the pocket site. It was unknown if there were any external/environmental factors that may have contributed to the issue. A pocket revision was scheduled for (B)(6) 2020. No further complications were reported/anticipated.